Manufacturer narrative:
Correction to g2 to add the foreign country france. Correction to d9 and h3 the subject device was returned and evaluated 26oct2021. Correction to h6 "investigation findings" and "type of investigation" please see h6 for further detail. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Olympus (ofr) quality department was informed by the user facility that after a microbiological routine control test, the oes cystonephro-fiberscope cultured positive for paracoccus yeei and sphingomones spp. The user will forward the endoscope to olympus for further testing and a physical evaluation. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
Information was provided regarding the cleaning, disinfection and sterilization by the user facility. The biopsy valve, air valves, and suction valves are disinfected or sterilized via manual cleaning procedures and the scope is stored horizontally after reprocessing. (Additional information regarding reprocessing products are captured. Olympus forwarded the scope to an external laboratory for microbial testing. The reported paracoccus yeei and sphingomones spp. Could not be confirmed as the scope tested negative; no hygiene relevant germs were found. The scope will be sterilized and returned to olympus regional repair center for a physical evaluation. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.